Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of "downstream occlusion" alarms caused by a failed downstream sensor. The force sensor assembly was replaced.

Event description:
It was reported that a pump constantly alarmed "downstream occlusion" it was also reported that there was no patient injury.